Event description:
Information was received from a consumer and a healthcare provider regarding a patient receiving morphine via an implantable pump. The indication for use was non-malignant pain. The patient was calling inquiring about MRI compatibility guidelines due to an upcoming MRI while in the hospital. When the agent inquired if the MRI and hospitalization were related to the pump/therapy the patient stated ¿I don't know. I have a lot going on. 4 days ago, I had an increase in pain, to where the medicine isn't working¿. The patient stated they went into their doctor¿s office who 'knew' they were in pain, and they went to the hospital shortly after. Per the patient ¿it felt like my body was trying to get over it, but the pain just kept going up and down to where I couldn't take it. To where I couldn't move and do a lot of stuff. Now, the pain is constant¿. The patient also inquired about pump interrogation and a company representative which was reviewed. The patient was asked if the pump was currently alarming due to the patient¿s concern with the pump but the patient stated ¿'I don't know and wouldn't know¿. The patient was redirected to their healthcare provider. Additional information received from the patient and the healthcare provider who reported they completed their MRI and stated that the MRI tech stated the pump should ¿restart¿ within 20 minutes of leaving the MRI. The patient confirmed the pump alarmed while in the MRI and the healthcare provider confirmed the pump has not alarmed since the patient got back from the MRI. The healthcare provider scheduled a company representative to come to the hospital tomorrow and told they are ¿ok¿ since the pump was no longer alarming.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.